Event description:
It was reported "catheters were rough with gooey stuff on the outside of them". The catheters were not used.

Manufacturer narrative:
Device 3 of 180. Common device name: cure catheter® for men. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).